Manufacturer narrative:
Analysis of programming history.

Event description:
During the review of the pt's programming history in the MFR's programming history database, a faulted systems diagnostics was observed. The pt's settings were change and were not corrected at that visit.